Event description:
It was reported that the collet will not hold a pin. The condition of the device was discovered during routine testing in house. There was no pt involvement and no allegation of adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off and wedged between collet slots and the wedge collet. This condition could cause collet to not retain the pin.